Manufacturer narrative:
Customer requested remote service.

Event description:
It was reported that the device's shock equipment malfunction. The customer evaluated the device and received remote support from the customer care solution center, during which replacement of the therapy pca(printed circuit assembly) was suggested. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, which was replaced by the customer, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.